Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a therapeutic, laparoscopic bypass procedure, no image was found on the monitor when using a 180 series scope. No errors or alarms were received. The intended procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause was either failure of the patient circuit board or failure of the electrical contacts on the endoscope connector due to deterioration.